Event description:
It was reported by service report that the nurse call port was broken and foot right corner bumper was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Room interface board, foot bumper sharp edges present.